Event description:
Caller alleged discrepant inratio results. Results are as follows: time between tests: 1 hour between inratio and lab test on (B)(6) 2014. Therapeutic range: 2.0-3.0. Pt self tester was sent to the ER on (B)(6) 2014 due to the high lab result on (B)(6) 2014. Technical services tried multiple times to contact the customer, but was unable to obtain additional info.

Manufacturer narrative:
Investigation pending.